Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he put in a new sensor last night and went to sleep and in the middle of the night he got a calibration not accepted alert and when he woke up he got a change sensor alert. Customer declined to troubleshoot. Customer declined to troubleshoot for high blood glucose. Patient's blood glucose at time of incident was 320 mg/dl. Patient's current blood glucose was 462 mg/dl. The customer treated it with pump. Based on customer report customer does not allege pump was under delivering. The customer was advised to call back to perform high pressure test. The insulin pump will not be returned for analysis.